Event description:
It was reported by service report that the fowler will not lower all the way. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Result: fowler.